Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips the device failed the ECG paddles test. There was no reported patient involvement. Note that the issue occurred during testing.